Event description:
The customer returned the ultrasound gastrovideoscope to the service center for evaluation related to a separate issue. During testing the repair center identified the device had missing glue around pink probe, missing forceps elevator adhesive (ke) around forceps cover and chip in light guide lens adhesive. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplemental report will be submitted if provided.